Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator and according to the provided information, the issue was resolved by cleaning the membrane of the safety valve as it contained dirt. A new pre-use check was performed, the test was approved and the device was released for clinical use.

Event description:
Manufacturer's ref: (B)(4).